Manufacturer narrative:
G4: 19sep2019; b4: 20sep2019. The field service engineer confirmed the reported problem.the field service engineer advised the customer to have the latest transport kit installed and provided the customer the part ID. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 02 oct 2019. Per the customer's report, new manifold was installed and unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. Phone number not provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit's oxygen manifold leaks with tanks connected and wall line is disconnected. It is unknown if the unit was in patient use at the time of the reported issue. Event date not specified, estimate used.